Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents were within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test wear unable to be performed due to the prime/fill anomaly. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump not having a battery installed when received.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that the customer had heart disease and issues with the lungs since 2003. At the time of death, the customer's blood glucose was 122 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller stated that the battery was removed from the device once the customer passed away.